Manufacturer narrative:
The instrument will not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported to the isi representative that the monopolar curved scissors (mcs) instrument sheath stuck in the cannula upon removal during a da vinci partial cystectomy procedure. The mcs instrument and cannula were removed together. The customer reported that the mcs sheath had been pushed too far down on the shaft of the instrument, going past the orange. The instrument was inserted and used successfully; however, when removed, jammed inside the cannula. The customer reported that a new technician had been aggressive with installation of the mcs insulation sheath. The customer was not planning to return the instrument. No fragments fell into the patient. A new cannula was installed and the procedure was completed as planned. No patient harm, adverse outcome or injury was reported.